Event description:
Patient reported unknowingly went through a security gate in department store which shut stimulation off. Patient reported receiving a jolt while in the store. Patient was able to adjust with patient programmer but now has noticed that settings are not the same. No report of device explanation. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Hcp reports the pt went through a security device in a store. The pt suffered no adverse events, the device sumply shut off.